Event description:
In 2008, the patient reported that she received an a2 (low battery) alarm on her infusion device and after she changed the battery she found that the bolus history had been erased. She stated that she had programmed a bolus and was not able to locate the bolus in the history after the battery was changed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.